Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information was requested, but not available: could you please clarify if there were any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, while using the device, the anvil/anvil shaft did not rotate. It did not connect and a new circular stapler was opened. There were no patient consequences reported. No additional information is available at this time.